Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed directional flow label is missing when door was opened. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the directional flow label was missing which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to be missing directional flow label upon visual inspection. No additional information is available.